Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01516; 400-04-320, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to wash-out head exchange. Checking stem fixation and sample cultures.